Event description:
Customer had been using gum comfort flex soft picks for about a year. Due to store unavailability of flex soft picks, customer tried original soft picks instead. They complained to see that several of the green rubber teeth torn between their teeth. Furthermore, they thought that they have possibly swallowed this plastic . Customer was concerned about the safety.